Manufacturer narrative:
The results of this investigation concluded cusp 1 contained a tear, and all three cusps were fibrotically thickened. A thin layer of fibrin was present on the inflow and outflow surfaces of all cusps. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2010, the patient underwent concomitant CABG and aortic and mitral valve replacement procedure due to coronary artery disease, aortic valve stenosis, and mitral insufficiency. This 31 mm sjm epic valve was implanted in the mitral position. The patient had progressive dyspnea and exercise intolerance for three months before it was determined there was mitral insufficiency. On (B)(6) 2015, the patient went into cardiogenic shock. On (B)(6) 2015, the patient underwent mitral valve replacement surgery. The 31 mm mitral valve was explanted and was one leaflet was observed to have a tear. A 29 mm sjm bioprosthesis was implanted. It was reported the aortic valve prosthesis was fine and remained implanted. On (B)(6) 2015, the patient died due to multi-organ failure and cardiogenic shock. No autopsy was performed.

Manufacturer narrative:
(B)(4).